Manufacturer narrative:
(B)(4). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while carefully opening a 6 fr destination sheath the ccv with the side-port fell out of the package on the floor. It seemed to be completely loose in the sterile package. A second destination sheath was opened and used. There was no patient involved.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr 45cm destination sheath assembly, dilator without the valve assembly was returned in the packaging tray for product evaluation. No other accessory components were returned. Visual inspection revealed that there were no visual anomalies noted to the sheath and dilator. The complaint can be confirmed for valve assembly difficulty. The cause of the event cannot be determined at this time as it is likely that the valve assembly could have unscrewed from the sheath hub from the sheath hub at an unknown time pre-usage at the clinical facility.